Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending (lad). The 2.80x19mm graftmaster was attempted to be released but failed to deploy; therefore, another 2.80x26 mm graftmaster stent was used in an attempted to seal the perforation but the same issue occurred. The patient was sent to cardiac surgery; however, the patient expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graft master us rx device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - impact / medical device problem code codes 3270 and 4641 were removed. Codes 2199 and 2524 were added.

Event description:
Subsequently, after the initial was filed. It was noted that after the perforation of the mid lad was observed resulting in tamponade. A pericardial drain was placed emergently. The patient remained unstable with intermittent pulseless electrical activity (pea) and received shocks for ventricular fibrillation in addition, to advance cardiovascular life support (acls) and high dose pressors/inotropes. Balloon tamponade did not seal the perforation and both graftmasters could not be delivered due to anatomy. Open cardiac surgery was attempted; however, patient expired on the table. Per the physician's opinion both graftmasters did not cause or contribute to patient's death as the patient's was already declining to death, prior to the advancements of the graftmasters. No additional information was provided.